Event description:
It was reported that the patient developed chest pain. Dictation stated "lead could have migrated into the pericardium". Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.